Event description:
It was reported that the analyzer was returned to service as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis noted that the analyzer failed final testing. The analyzer was swapped out for an alternative analyzer. If information is provided in the future, a supplemental report will be issued.